Manufacturer narrative:
Correction: section d - the serial number should have been (B)(6). The lot #, model #, expiration date and UDI were updated to reflect the corrected serial #, h4 - manufacturing date was also updated. The PMA number remains the same.

Manufacturer narrative:
The reported events were lead dislodgement and no capture. As received, a complete lead was returned in one piece. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the morning after implant, a post operation check revealed no capture. A chest x-ray showed the lead had moved. The patient was brought back to the electrophysiology lab and an attempt to reposition the lead was made but unsuccessful. The lead was explanted and replaced with a different curved lead. The patient was recovering.